Event description:
The patient attended the clinic following an episode of syncope. The device was interrogated and revealed out of range measurements in the autocapture trends that were correlated with the patients episodes of syncope. Abbott technical support was contacted and did not reveal evidence of pacing inhibition or loss of capture. The event was resolved by reprogramming the device. The patient was in stable condition.